Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote nc device. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection with the markerband and the tip of the device found no irregularities or defects. Microscopic inspection revealed a pinhole 1mm distal of the markerband and a pinhole at the markerband location. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral (sfa) artery. A 1.2mmx15mmx142cm (fg coyote fc mr) emerge balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 30 seconds, balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.